Event description:
It was reported that this pacemaker was part of a system explant due to infection. It was previously reported that the system remained implanted but the field representative confirmed it was explanted. The patient expired approximately two weeks post-explant. No further information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that the device still remains in service.